Manufacturer narrative:
Lot m190258, one device, used in treatment, was returned for evaluation. There was relationship found between the returned device and the reported incident. Upon investigation, it was determined that the upper jaw link had broken. If the link is broken, the orange trigger can no longer control the upper jaw and the surgeon will have incomplete stitch. The upper jaw link can break when excessive force is applied during use, if the portal placement is low, or jamming the device in and out of the knee, or into the structures in knee. The probable root cause for the upper jaw link to break could be due to torquing the device excessively and placing too much force on the link/ hinge and upper jaw. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution. A review of the device history records for the reported preloaded suture passer performed there are no indications to suggest that the device/product did not meet specifications upon release into distribution. A review of the complaint history for lot number found no similar events prior to the complaint event. Risk management documents were reviewed finding no additional risks that require to be added to the reference document. The instruction for use (discusses all surgical hazards in warning section. In the instructions for use warning notes, ¿do not force the device into tight joint spaces. Excessive pushing, twisting or levering may cause breakage.¿ there are no indications to suggest that the device/product did not meet specifications upon release into distribution. Further investigation is not warranted at this time.

Event description:
It was reported that during an arthroscopy the orange handle could not control the upper jaw movement. There was backup device available to complete the procedure, no significant delay, or patient injuries reported. Results of investigation determined that the upper jaw link had broken, which makes it a reportable event. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.